Event description:
It was reported that a foreign body was found in the lung of a pt through the use of a CT scan. An unspecified procedure was completed to remove the foreign body. The removal was completed successfully. According to the account, the foreign body appeared to be pmma (polymethylmethacrylate), although this has not been confirmed. It was noted in the past the pt had been treated for a vertebral compression fractures both on (B)(6) 2012 using an unspecified stryker cement. No further info is known at this time. If new info is obtained, a f/u report will be submitted.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.